Event description:
Additional information received reported that the problem was situated on the left electrode, contact 3. The right electrode was reportedly intact and perfectly working. It was noted that the patient was doing fine. It was also noted that there was some trouble shooting followed by reprogramming the patient.

Event description:
It was reported there were high impedances on one electrode. It was stated the patient was going to be reprogrammed. It was later reported the patient had a power-on reset (por) message on their patient programmer and the patient cleared it himself. It was stated afterwards the patient had an out of regulation (oor) message and they went to the hospital to report the event and impedances were measured. It was noted a high impedance measurement was seen on one electrode contact which was used in the patient¿s current programming settings. It was stated the patient¿s device was reprogrammed to not use that particular contact. Reportedly, the patient was doing fine with the new settings. It was stated there was no harm or injury to the patient.

Manufacturer narrative:
(B)(4).